Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently being sent to bbm (B)(4) for evaluation. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).